Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact phone:(B)(4). A getinge field service engineer (fse) found the battery has no storage capacity. Replace the battery with a new one. Unit passed all functional and safety tests performed. Unit was returned to customer and cleared for clinical use .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported by customer, the cs100 intra-aortic balloon pump (iabp) units battery has no power storage capacity and needs to be replaced. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)